Event description:
It was reported that patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Manufacturer narrative:
The report event of high impedance was confirmed. As received, using an x-ray performed an inspection of the returned terminal end segment found a wire broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.